Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device white pad burned after few minutes of use. Procedure completed with same/like device. There was no adverse consequence to the patient. One device will be returned. Additional information advised of a melted tissue pad and a detached tissue pad. Clarification requested as to which condition occurred.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted and 100% present., not detached as reported. The device was connected to a test handpiece and gen11 and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.